Manufacturer narrative:
(B)(4). The complaint mr850jhu respiratory humidifier was not returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the information provided by the hospital and our knowledge of the product. The biomed of the hospital confirmed that the heaterwire adaptor, which was used on the subject mr850 humidifier when the incident occurred, was functional when it was tested on another humidifier. During functional check, the other humidifier gave an alarm when the subject heaterwire adaptor was disconnected. The alarm stopped when it was plugged in. The biomed also confirmed that when the temperature probe was disconnected from the subject mr850 unit, it provided both audible and visual alarms. However, he could not confirm when the reported alarm issue on the mr850 was first observed. He also reported that it was returned to the hospital's biomedical engineering department for preventive maintenance check. Without the complaint mr850 and limited information provided by the biomed of the hospital, we were unable to determine if the subject humidifier had a malfunction that could have caused the reported fault. If it was returned, it would have been visually inspected and performance tested as per the mr850 product technical manual to confirm the reported fault and determine its root cause. The mr850 product technical manual covers the product specifications, including a maintenance schedule, and provides the necessary information required for servicing. It is also recommended that maintenance procedures be carried out at regular intervals (as recommended in the maintenance schedule), to ensure that the humidifier and its accessories are working correctly. It also states "all servicing procedures should be followed by a humidifier performance test, and an electrical safety test to ensure proper operation."

Event description:
A hospital in (B)(6) reported that alarms sounded on an mr850jhu respiratory humidifier when a heaterwire adaptor was connected; however, no audible or visual alarm was observed when the heaterwire was disconnected. This was observed during use on a patient; however, no consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint mr850jhu respiratory humidifier caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported that alarms sounded on an mr850jhu respiratory humidifier when a heaterwire adaptor was connected; however, no audible or visual alarm was observed when the heaterwire was disconnected. This was observed during use on a patient; however, no consequence was repored.